Manufacturer narrative:
A replacement power adaptor was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on (B)(6) 2014 and evaluated (B)(4) 2014. A product evaluation confirmed the customer reported exposed inner electrical circuitry, which is a safely risk. See page 3 for details. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Evaluation summary. A visual examination of the power supply revealed a melted hole on the transformer housing, exposing inner electrical circuitry. A visual examination revealed exposed wires on cord. The technician was unable to perform voltage across the dc plug test due to the condition of the power adapter. Resistance across the dc plug was measured 0.9 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse had blown. Picture #1 - condition of transformer housing.

Event description:
On (B)(6) 2014, the customer reported to medela customer service that her power adaptor cord had exposed wires. She did not witness any sparking or flame and there was no injury as a result of the issue. During the product evaluation on (B)(4) 2014, the technician observed a melted hole in the transformer housing exposing inner electrical circuitry, which is a safety risk.